Manufacturer narrative:
Device is combination product.

Event description:
It was reported that patient experienced bradycardia. The target lesion was located in the right coronary artery. A 4.00mm x 24mm promus premier drug-eluting stent was advanced and implanted in the lesion. However, it was noted that the implanted stent was expired. During the procedure, the patient experienced bradycardia. No further patient complications were reported. The patient's status was well and was discharged.